Manufacturer narrative:
Inspection: pump module (B)(6) was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. The sear was observed dry fluid residue. All parts inspected are manufactured by bd. Administration sets: a used primary administration set model 2426-0007 (lot# unknown) was received with fluid residue. The set was attached a used 500ml baxter bag, 0.9 sodium chloride injection, lot# y356916, exp. Date apr22. Approximately 400ml of fluid was observed inside the bag. Curos caps were attached to the second and distal smartsites. A green plug was attached to the male luer. Attached to the primary set via proximal smartsite was one used secondary set model 72213n (lot# unknown). The set was attached to a used 250ml baxter bag, vancomycin 1250mg in 0.9% sodium chloride injection, lot# y355797, exp. Date jun22. Approximately 50ml of fluid was observed inside the bag. The sets were inspected for incomplete bonding engagements, holes/tears in the tubing and for damaged smartsites. No anomalies were observed with either the primary or secondary sets. Log analysis results: the pcu event log shows pump module (B)(6) was in use and infusing a primary infusion of drugid 2 at a rate of 10ml/hr (initially programmed via remote IV request at 5:17 pm on (B)(6) 2021). At 12:53 am on (B)(6) 2021, pump module (B)(6) received a remote IV request to infuse a secondary infusion of drugid 722 at a rate of 183.333ml/hr and a vtbi of 275ml. At 12:54 am, the user changed the vtbi to 300ml. At 1:16 am, the device alarmed for air in line. At 1:19 am, the device alarmed for flo stop open for 3 seconds. The door was closed and the infusion was restarted. At 1:25 am, the device alarmed for air in line and the infusion was restarted 11 seconds later. At 1:26 am, the device alarmed for air in line. At 1:27 am, the device was channeled off. The volume recorded as being infused during this period was 0ml for the primary infusion and 90.622ml for the secondary infusion. Error log(s): review of the device error logs received found no errors during the time of the reported event, test results: functional testing performed found the pump module to be delivering fluid within specification. Functionality of the pump module¿s sear was tested by performing quick open and slow open tests. The sear passed all tests. The primary set failed backflow testing due to a faulty check valve. Test methods: 1503-001-029-r alaris system over infusion test method device history review: device history record could not be performed on model 2426-0007 because the lot # for the suspect set was not provided. The root cause of the reported vancomycin bag becoming dry sooner than expected was identified as a backflow issue due to a faulty check valve. Functional testing performed by san diego customer advocacy lab observed the fluid backflow. Although the root cause was not definitively determined, previously investigated complaints for the same failure mode determined that the backflow can be caused by a particulate, off-center membrane or disk/diaphragm pinch that can cause the valve to remain open allowing backflow to occur. The report of a vancomycin bag becoming dry sooner than expected is believed to be the result of backflow from the secondary container into the primary container due to a faulty check valve, which may be perceived as an overinfusion of the secondary fluid by the user. The pcu event log contained no obvious programming errors that would result in the reported event. Backflow due to a faulty check valve was confirmed during functional testing. Functional testing performed found the pump module to be delivering fluid within specification. Functionality of the pump module¿s sear was tested by performing quick open and slow open tests. The sear passed all tests. There were no anomalies observed with the returned primary set (model 2426-0500) and there were no leaks observed from the set. Functional testing performed by san diego customer advocacy lab observed the fluid backflow. Review of the device error logs received found no errors during the time of the reported event, the device was being used for treatment. The mechanism assembly on pump module was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and installation of new one-time use torque screws with applied tamper seal material.

Event description:
It was reported that vancomycin (1250mg/275ml) was hung at 0053 to infuse at 183 ml/h. Vtbi (volume to be infused) was changed to 300 ml to account for overfill in the medication bag. At 0117, pump alarming and vancomycin bag was dry. Reviewed pump and still read rate as 183 ml/h and 209 mls left to infuse. There is no patient information.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided.

Event description:
It was reported that vancomycin (1250mg/ 275ml) was hung at 0053 to infuse at 183 ml/h. Vtbi (volume to be infused) was changed to 300 ml to account for overfill in the medication bag. At 0117, pump alarming and vancomycin bag was dry. Reviewed pump and still read rate as 183 ml/h and 209 mls left to infuse. There is no patient information.